Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Insulin deliveries were successfully resumed after the occlusion alarms. The customer's blood glucose level was 226 mg/dl. A system check was performed verifying the occlusion alarms. During a follow-up call, the customer reported a cartridge change was performed resolving the occlusion alarms.